Manufacturer narrative:
Field service deemed the cable, ict to ict pre amp board was loose and replaced the part. The replacement of cable, ict to ict pre amp resolved the issue. The module function was verified with a control/precision run. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, removal, and replacement of the cable, ict to ict pre amp including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. The alinity c service documentation contained adequate information for the troubleshooting, removal, and replacement of the part. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of the serial (B)(6) verifies no subsequent issues have been reported related to discrepant results post service intervention. No non-conformances or potential nonconformances applicable to the current complaint were found for the cable, ict to ict pre amp. An adverse trend is not identified for the cable, ict to ict pre amp. A review of the alinity c product monitoring review found no adverse trend of the alinity c with regards to the current issue. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated 2 patient samples generated false depressed sodium results that repeated higher when processing on the alinity c processing module. No depressed results were reported out of the lab as both samples generated a delta flag compared to previous patient results. On (B)(6) 2021 patient 1 generated sodium of 105 mmol/l, repeated 141 mmol/l. Patient 1 previous historical result was 141 mmol/l. On (B)(6) 2021 patient 2 generated sodium of 105.6 mmol/l, repeated 141.3 mmol/l. Customer normal sodium range of 136 to 146 mmol/l. No specific patient information was provided. No impact to patient management was reported.